Event description:
No new information.

Manufacturer narrative:
The complaint of a leak from the q-syte connector was confirmed; however, the root cause could not be determined from the returned samples and photographs. Five q-syte connectors and five photographs were provided for investigation. A functional test revealed a leak from each connector. A microscopic examination revealed a column tear in the septum. As the devices had been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: this is a complaint about leakage from connection with other companies' open three-way valves. It was reported that a patient with interstitial pneumonia was admitted to the ICU. A quadruple lumen catheter was inserted into the left femoral vein. Each lumen was closed at the q site. Then, an open three-way valve (nipro) was attached to the main lumen with the highest flow rate (for convenience, this set is referred to as ¿a¿) and norepinephrine was administered at 2.5 ml/h. Different drugs were administered to the other lumens. A leak occurred at the connection between the open three-way valve and the q-site in ¿a¿ in the same patient. Total: 4 cases. No leakage occurred when the same connection was made in other lumens. Request for a report on the cause mechanism. Request for confirmation of possible lot defects. The first case occurred on (B)(6), the second on (B)(6), the third on (B)(6), and the fourth on (B)(6). All cases occurred within approximately three days. The healthcare professionals performing the connection procedures were different each time. The leaked medicinal liquid is norepinephrine. There have been no health problems for patients as a result of the leak.